Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly during surgery, the drill-bit was broken off and the fragment remained in the tibial bone.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This incident occurred in (B)(6).